Manufacturer narrative:
(B)(4). Attempt was made to gather thorough event information during complaint processing; no further information could be obtained. Device investigation could not be conducted as the device was not returned. Lot history review revealed no anomaly relating to the reported event and no other similar product experience report was received. Based on the obtained information, it was presumed that tensile force exceeding the product's design limit might be inadvertently applied and led the guide wire to become fractured while it had been stuck in the concomitant microcatheter. Sticking of the devices could be attributed to possible deformation of the guide wire caused by excess wire manipulation that was performed in attempts to cross the lesion. Manufacturing records showed there was no indication of product deficiency. Instructions for use states: - [warnings] if any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel; - [warnings] if resistance is felt between this guide wire and the other interventional devices while operating this guide wire in the blood vessel, avoid applying excessive force. When abnormal resistance is felt, remove the entire system from the patient's body and determine the cause. Otherwise, the guide wire may break or be damaged and may cause injury to the blood vessel or leave fragments inside the vessel; and, - [malfunction and adverse effects] separation or breakage of the guide wire.

Event description:
Reportedly, during a pci to treat a lesion in the rca, the subject guide wire was stuck with a concomitant microcatheter when the guide wire became fractured. A snare was used to retrieve a separated piece of the guide wire but it went unsuccessful. The patient was transferred to ICU for surgery.